Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the liquid crystal display was found to be bleeding and contaminated. It was also noted that the upper case was broken and contaminated. The hanger assembly was broken. The keypad flex was contaminated. The encoder stems and flex were contaminated. The four knobs were contaminated. The lower case was contaminated. The main seal was contaminated. The display gasket, grommets and frame were contaminated. The insulator label was contaminated. Four display frame screws were contaminated. Two case screws were contaminated. Hanger screw was contaminated. Six main printed circuit board screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The instrument passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.